Event description:
It was reported that the right ventricular lead triggered an alert and the impedance was noted to be trending downward. The lead polarity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.